Event description:
It was reported the patient had lost weight, and the ipg seemed to have moved in the ipg pocket site. The patient was experiencing discomfort. The physician opted to reposition the ipg pocket site downward on the same (left) side of the body on (B)(6) 2014, to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.